Event description:
It was reported that the healthcare provider (hcp) was updating a pump. An incomplete telemetry message appeared while reprogramming the patient. The hcp printed out the logs and re-interrogated the pump and the message indicated the stopped pump mode. The hcp thought the cause was the telemetry head was too far away. It was noted no sources of electromagnetic interference (emi) were present. The hcp was able to reprogram the patient¿s simple continuous dose and patient activation (pa) information. It was noted that the telemetry update was successful and concerns resolved. Hydromorphone and baclofen were in the pump.

Manufacturer narrative:
Product ID: 8840, serial# unknown, product type: programmer. Physician product ID: 8709sc, serial# (B)(4), implanted: (B)(6) 2012, product type: catheter. Product ID: 8709sc, serial# (B)(4), implanted: (B)(6) 2013, product type: catheter. (B)(4).